Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8840, serial# (B)(4), product type: programmer, physician. (B)(4).

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient currently receiving 1000mcg/ml for a total dose of 48mcg/day via an implantable pump for intractable spasticity. It was reported on (B)(6) 2016. A bridge bolus programming error occurred. Healthcare professional (hcp) performed a refill today. They changed the concentration of the drug from 500mcg/ml to 1000mcg/ml. The daily dose was programmed at 129.84mcg/day. Time on 8840 during call was 1:15. The hcp told the company representative that she updated the concentration in the programmer and then was able updated the pump without programming a simple continuous dose or programming a bridge bolus. Hcp claims the programmer automatically programmed the simple continuous dose to 48 mcg/day when they updated the pump with the new concentration. Update 1 at 11:34 concentration after update was 1000mcg/ml, simple continuous dose was 48mcg/day, no bridge bolus was performed and drug delivered at that time was 0.0005ml. Hcp then interrogated the pump again and went to the bolus tab and selected bridge bolus. At that pint the hcp said it would not let her change the concentration on the bridge bolus screen. It was stated she entered 129.8mcg/day for the old drug desired dose and updated the pump. Update 2 at 11:52 concentration after update was 1000mcg/ml, simple continuous dose was 48mcg/day, bridge bolus is programmed. Old concentration was 1000mcg/ml and old drug desired dose was 129.8 and bolus dose was 417.4mcg, and drug delivered at that time was 0.003ml. It was noted she then realized that the bridge was programmed for baclofen 1000mcg/ml so she went in and cancelled the bridge bolus. Update 3 the bridge bolus was cancelled and no other changes were made. Time of update was 12:27 and drug delivered at that time was 0.0016ml. It was noted the total drug volume delivered since update 1 was 0.0051ml. Company representative was calling to set up a bridge bolus for the correct values. Catheter volume was 0.128ml, tubing was 0.199ml, and original total tube volume (ttv) was 0.327. New ttv for bridge was 0.327ml-0.0051ml which equaled 0.321ml. Rep and hcp were walked through programming a prime bolus to simulate a bridge bolus. New ttv was 0.321ml, bolusdose was 160.5mcg, duration was 1.2365 day which was 29 hours and 40 minutes. No symptoms were reported at time of call. The following information for bridge bolus: same drug, change concentration was old drug/concentration was 500mcg/ml, old drug desired dose was 129.8mcg/day, and old flow rate was 0.2596mls/day. New drug/concentration was 1000mcg/ml, daily dose of new drug was 129.8mcg/day and new flow rate was 0.1298 mls/day. Total device volume (tdv) was 0.321mls, amount of bolus was 160.5mcg, and duration of bolus was 29 hours and 40 minutes. It was noted the card version from their programmer was not available at time of call, but was noted the card version had been updated to the recent card. It was later reported patient experience no symptoms. Upon programming, no bolus option was given, and after medication strength adjustment was made, programming was adjusted before patient left with the help of company support employee. The cause of the programming error was unknown. It was mentioned that the hcp that does the refills was new to the office and stated when she made the concentration change she was not asked bridge bolus and the programmer automatically reduced the daily rate. To rep's knowledge, the programming issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.